Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor. Customer blood glucose reading was 372 mg/dl. Customer stated rewind was complete while rewinding but the piston was not moving. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error noted during testing however moisture damage was found on the motor home switch, motor slide, and force sensor during visual inspection. Pump received with moisture damage, damaged motor slide, cracked select button keypad overlay, cracked retainer, scratched case, pillowing keypad overlay, and minor scratched lcd window.